Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with the distal end severely bent and fully extended with a small bit of suture and the t2 implant. A functional evaluation found the device jammed due to severe bend in the distal end of the shaft. When straightened and released, it was found to be in the pret1 setting. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the two implants of the fast-fix 360 were deployed simultaneously. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the two implants of the fast-fix 360 were deployed simultaneously. T1 was deployed through the meniscus and was left secure inside the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. The current status of the patient is good, and no further complications were reported.

Manufacturer narrative:
(Clinical code and impact code).